Event description:
This report is being filed for the grippers that were not responding to the gripper lever, which has potential to result in serious injury. It was reported that the first cds that was inserted in the anatomy without incident in the patient with degenerative mitral regurgitation (mr), anterior leaflet prolapse. The mitral valve leaflets were grasped, but the grasp was inadequate so the leaflets were released and the cds was going to be repositioned. The cds was in the left ventricle when the grippers were not responding to the gripper lever. The grippers would not raise to become parallel to the shaft. The cds was retracted to the left atrium and the gripper lever was tested again, but the grippers would still not respond to the gripper lever. The cds was removed from the steerable guide catheter (sgc) without incident and a new cds was used to complete the procedure. One mitraclip was implanted reducing the mr from 4 to 3. This mr reduction was acceptable to the physicians because an improvement in the patient's pressures was noted. If this clip procedure did not work, the next step for this patient would have been a heart transplant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported gripper actuation issue was confirmed via returned device analysis. The distal end of the device was examined and it was noted that the gripper line was not visible at the clip area. The gripper line was removed from the mitraclip delivery system for examination and the gripper line was confirmed to be broken into two pieces. As a result of the broken gripper line, the gripper arms were no longer able to function as intended. The observed gripper line break resulting in the reported gripper actuation issue, may be influenced by patient anatomy resulting in increased tension on the device, the frequent cycling of the grippers or retracting the gripper lever too far, subsequently resulting in damage to the gripper line. A review of the lot history record revealed no manufacturing non-conformities for the lot that would have contributed to the reported complaint. A query of the electronic complaint handling database indicated there had been no similar gripper actuation issues (difficult to open or close) incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.